Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the level sensor on the safety monitor did not alarm. The customer changed the sensor and the monitor was still not responding. As a result, an alternative device was employed and the suspect device was pulled from service. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet received. The field service representative (fsr) could not duplicate problem. The fsr installed a new level sensor assembly thoroughly without issue. The suspect components were returned to the MFR for further evaluation.